Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc confirmed the device, and found there was abnormality of the device. The device worked normally after replacing the circuit board of the device with the spare circuit board. There was no abnormality of the outside of the circuit board of the device. The exact cause was unknown. Based on evaluation, omsc surmised that the reported phenomenon was occurred due to the electronic components of the circuit board was broken by some cause.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc will start evaluating subject device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During preparation for a procedure using the subject device, endoscopic image was not displayed on the monitor because the device didn't output serial digital interface due signal due to a terminal failure. Other detailed information was not provided. There was no report of patient injury associated with the event.